Event description:
It was reported that the patient presented to the clinic for a routine follow up, device displayed a false eri indicator. Upon interrogation, the device displayed an alert for eri on a date prior to implant. The battery trend showed a normal battery voltage, with no drops in voltage. The patient did not receive a vibratory alert. Firmware was redownloaded into the device and nominal settings were programmed. It was recommended to reprogram device back to previous settings.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.